Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer's printer was slow. The printer was replaced as a preventative. It was also indicated that the printer was missing a screw on the keyboard, so the keyboard was replaced, and the electrocardiogram connector was loose, so the printed circuit board was replaced and calibrated. The hard drive was also reconfigured and loaded with updated software. The programmer passed final functional and systems tests. (B)(4).

Event description:
It was reported that when printing several episodes, the printer of the programmer was slow and would skip. The programmer was returned for repair. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.